Event description:
A malfunction alarm was reported, but the customer's blood glucose level was not adversely impacted. Customer support provided instructions for resetting the pump, which successfully resolved the issue, allowing the customer to continue using it. The customer was advised to call back if the malfunction recurred.